Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ureteroscope had a bent shaft. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, h3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint of a bent shaft was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the cause of the bent shaft was due to excessive force likely due to the effect of a large mechanical force due to a shock, fall, or collision with other equipment; however, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. The problem was first noticed during the procedure. No patient injury, no patient impact, and no error message were displayed. The procedure was completed using a similar device. The procedure was prolonged by 5 minutes to retrieve another semi-rigid ureteroscope. The patient's anesthesia was not extended. No other medical devices were connected when the failure occurred. Device failed during the middle of the procedure.